Event description:
Customer reported via phone call to have received a low battery alert and when customer attempted to change batteries, insulin pump counted up and did not turn on. Customer's blood glucose was 179 mg/dl. During troubleshooting for blank display, it was found that battery compartment was cracked. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to perform operating currents or verify low battery due to blank display. The insulin pump had minor scratches on lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.